Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection/loose connection was reported between the patient line and the transfer set, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during drain two of five of peritoneal dialysis therapy. During troubleshooting, it was reported that the patient line had disconnected from the transfer set. The transfer set is still in use. Renal therapy services (rts) advised the patient to start over with all new supplies, or use manual supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.